Event description:
It was reported that, there is a possibility of black spots inside the fiber. This was only the second time it had been used, including this case, and there was nothing during the previous procedure or during sterilization that would have placed any load on it; therefore, an investigation has been requested. The procedure was completed with another of same device. There were no patient complications. Analysis of the returned fiber identified there was no light exiting the connector face indicating an internal connector fracture.

Manufacturer narrative:
The returned fiber was analyzed. The fiber was visually, and microscopically inspected and functionally tested. Visual inspection passed with no identified visible anomalies. Analysis with the microscope did find that the fiber connector had an internal connector fracture as no light was exciting the connector face, and the connector face had burn marks on the connector face. The fiber tip had normal degradation. Functional testing confirmed that no aiming beam vas visible. Based on analysis results, the reported event of black spots was not confirmed, however, a connector failure was identified. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction between the connector and console led to the burn marks on the face. The labeling review found that the product IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A conclusion code of cause traced to component failure was assigned to this investigation.